Event description:
Smiths medical in another country, has informed us of an event that the pilot balloon deflated after in use for five days. The tube was replaced. It is not known if the unit was pretested per the instructions for use. No adverse outcome. Event occurred at hosp.